Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pelvic pain') and autoimmune disorder ('autoimmune-like symptoms') in a female patient who had essure inserted for female sterilisation. The patient's medical history included irritable bowel syndrome and chronic sinusitis. Concurrent conditions included fatigue, uti, libido decreased, hot flashes, anxiety, weight gain, rosacea and shortness of breath. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery ((laparoscopic bilateral salpingectomy with removal of bilateral essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: a. Fallopian tube, left, salpingectomy: fallopian tube with paramesonephric cyst. Essure coil; gross examination only. B. Fallopian tube, right, salpingectomy: fallopian tube without significant histopathologic change. Essure coil; gross examination only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome and chronic sinusitis. Concurrent conditions included fatigue, uti, libido decreased, hot flashes, anxiety, weight gain, rosacea and shortness of breath. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery ((laparoscopic bilateral salpingectomy with removal of bilateral essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: a. Fallopian tube, left, salpingectomy: fallopian tube with paramesonephric cyst. Essure coil; gross examination only. B. Fallopian tube, right, salpingectomy: fallopian tube without significant histopathologic change. Essure coil; gross examination only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.